Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was reported to have had a resolute integrity rx drug eluting stent implanted. It was reported to a cardiologist's office that a rash had developed after implantation of the device. The account representative forwarded the IFU with contraindications to see if patient had any known allergies. It was suggested that the physician refer the patient to an allergist for further resolution of the patient's rash.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.